Event description:
It was reported that the ilet pump displayed high blood glucose values of approximately 373 mg/dl trending down to 312 mg/dl after breakfast, with ongoing correction insulin delivery and an infusion set in place since a prior date; the user indicated the meal announcement was set to less than usual for a meal that included cereal and a bagel, which could explain insufficient meal insulin and subsequent hyperglycemia, and the user planned to change the infusion set and insulin later the same day. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.